Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as fiber optic receptacle cover is broken & fiber optic receptacle cover is broken & regulator for the tank is broken. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field: g2, h6 medical device problem code.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as fiber optic receptacle cover is broken & regulator for the tank is broken. No patient involvement reported. No harm reported.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5, d7a. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, check unit for helium leak at the high-pressure regulator and replace the fiber optic receptacle cover that has been broken by customer from rotating it too far. Check the helium tank mount and regulator for leak found fitting loose that screws into the side of the regulator, tightened it down check for leaks. All is ok, replace the assembly upper panel cover that has the fiber optic receptible cover on it. Reassemble the unit and ran through a full functionality, electrical and calibration test, unit meets factory specifications, and was returned to the customer.